Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h6, h10. The returned 00mlx light source was in used condition with the heat mirror misaligned due to damage or adjustment error. Misaligned heat mirror would lead to overheating. The reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the oomlx lightsource was overheating and if an integra light cable is attached, the fiber would burn or overheat. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.